Event description:
The patient received the scs system on (B)(6) 2009. It was reported the patient expressed dissatisfaction with his current programs stating he felt uncomfortable. An sjm representative spoke with the patient on (B)(6) 2011; at which time, the patient voiced no complaints about the scs system. The sjm representative reported the system was operational at that time. Follow-up information revealed the ipg was removed on (B)(6) 2011. It was reported the patient requested the ipg be removed as he planned to have a MRI done.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.